Event description:
It was reported that the legs of the filter did not open up after it was deployed. The filter remains in the patient. No injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials. The subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter remains implanted and the delivery system has not been returned. Based on the information received, the results are inconclusive and the root cause of the event is unknown.